Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product device evaluated by MFR: a visual and microscopic examination of the device noted that the stent was pulled proximally on the balloon. As a result the proximal edge of the stent was positioned at the proximal edge of the proximal markerband. This type of damage is consistent with some form of restriction having occurred. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. A 2.75x20mm promus element stent delivery system (sds) was advanced to the lesion; however, the device was unable to cross the lesion. No patient complications were reported. However, returned product analysis revealed stent damage.